Manufacturer narrative:
The returned implantable cardioverter defibrillator was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that there were concerns of premature battery depletion for this implantable cardioverter defibrillator. A request was made to have data from this device analyzed. The data analysis noted that power consumption had been increasing in a gradual fashion. A device replacement was recommended. This device was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion for this implantable cardioverter defibrillator. A request was made to have data from this device analyzed. The data analysis noted that power consumption had been increasing in a gradual fashion. A device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion for this implantable cardioverter defibrillator. A request was made to have data from this device analyzed. The data analysis noted that power consumption had been increasing in a gradual fashion. A device replacement was recommended. This device was explanted and successfully replaced. No additional adverse patient effects were reported.